Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) after 5.5 years of implant. The physician suspected premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported. The correct m/sn was provided and it was determined that this report is duplicate to report 2124215-2018-64269. All further information will be provided in that record.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) after 5.5 years of implant. The physician suspected premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.